Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No motor error alarms noted. No unexpected no delivery alarms noted. The drive support disk was inspected and no anomaly was noted. The insulin pump properly connected to glucose sensor simulator. No sensor errors noted. The insulin pump had broken reservoir tube lip and belt clip slot, cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm and a no delivery alarm. Customer's blood glucose was 325 mg/dl. During troubleshooting for motor error alarm, it was found that drive support cap was loose. Customer was advised that insulin pump would need to be replaced.